Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4965-25 lead implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead and right atrial (ra) lead displayed high thresholds and no capture. The patient experienced bradycardia. Temporary pacing leads were used. The rv lead was capped and replaced. A new ra lead was attempted to be implanted but was unsuccessful. The existing ra lead remains in service. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.